Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted and confirmed this was a false positive explant indicator related to a software update and a false positive for the remote monitoring disabled, due to magnet exposure. Additional information was received the device software was upgraded and the clinician confirmed that radio frequency (rf) was re-enabled. No adverse patient effects were reported. The device remains in service.